Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 three infusion set were kinked, and patient faces symptoms within 3 or more hours after insertion. The site of insertion is hip, and infusion set is used for 3 hours for 1 day. The blood glucose was high and patient addressing issuing due to when customer was using phone and ketone level is high. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4). H11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.